Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the skyplate detector does not work anymore after a fall. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis and concluded that the detector was dropped. After the drop, shock logs were checked by fse to order new skyplate detector. Detector replacement done & system returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector not working after being dropped. The reported problem was confirmed with the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector does not work anymore after the fall. The device was in clinical use and there was no patient or user impact.